Event description:
The facility stated that the surgeon successfully implanted a model cc4204bf intraocular lens into the pt's eye but decided another style of lens would be better suited to this pt's ocular anatomy. The lens was removed without injury to the pt. The facility does not know the model of injector or cartridge that was used in this surgery, and they do not know the lot numbers for these items.